Event description:
On (B)(6) 2008, the pt was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2013, computed tomography (CT) scan revealed a proximal type I endoleak of the 40mm x 10cm graft (tg4010/05601371). The CT also reportedly revealed aneurysmal enlargement (amount unk). The physician attributed the endoleak to a lack of device apposition to the vessel wall. The pt had no reported anatomical issues (tortuosity, thrombus, calcification, etc.). On (B)(6) 2013, the pt was implanted with an add'l conformable gore tag thoracic endoprosthesis to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.